Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12772. It was reported that the patient presented remotely, review of transmission revealed oversensing of noise on the right atrial and right ventricular leads. Before a generator change procedure on (B)(6) 2021, the leads tested normal. The physician elected to explant and replace both leads. The patient was stable throughout.